Manufacturer narrative:
(B)(4). Maude report #(B)(4). Event evaluation: a review of complaint history, documentation, drawings, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. The product will not be returned to assist in the investigation. Per dfmea, balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. There is no evidence to suggest that the device was not manufactured per specifications. Each device is shipped with IFU which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The rated burst pressure on the device is 11 atm. The user did not report the inflation pressure. If the rated burst pressure was exceeded, over-inflation could have contributed to the rupture. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The user did report calcification, but it is unknown if this played a role in the rupture or in a tear of the balloon. The user also did not note the method of attempted removal after inflation. The user reported that the balloon burst circumferentially. If the user attempted withdrawal through an introducer/sheath (against the IFU) balloon rewrap would be more difficult on a balloon that burst circumferentially which increases the potential for separation. The IFU states that if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. Without additional information or the returned product, it is difficult to determine a definitive root cause for the balloon rupture and possible separation. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. (B)(4).

Event description:
During an angioplasty procedure, the balloon ruptured in the common iliac artery. The physician believes there is a piece of the balloon stuck inside the patient, however they were not able to find anything via images taken. The procedure was completed with the complaint balloon. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects after this occurrence. Per the FDA maude report received 19oct2015: during a balloon angioplasty of the distal left external iliac artery stenosis, there was an immediate rupture of the balloon upon inflation of a 10mm cook angioplasty balloon within the stenotic lesion of the left external iliac artery. The balloon was quickly deflated and then there were some resistance in attempts to retrieve the balloon catheter through the 6-french guide sheath and through glidewire.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During an angioplasty procedure, the balloon ruptured in the common iliac artery. The physician believes there is a piece of the balloon stuck inside the patient, however they were not able to find anything via images taken. The procedure was completed with the complaint balloon. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects after this occurrence.